Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has no medical or dental history noted. The patient presented on (B)(6) 2019 for implant placement on tooth #5. The patient returned (B)(6) 2021 noting that the implant broke. Upon exam, the provider confirms a broken implant that resulted in the need to replace it with hiossen implant.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6051418 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: a root cause cannot be explicitly determined. It is unknown if the breakage was a result of poor prosthetic design.

Manufacturer narrative:
CAPA (B)(4). Manufacturer reference: comp (B)(4).